Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of hospitalization and unexplained low blood glucose of 41 mg/dl and would like to check the pump. Customer indicated the hospitalization was 2 months ago. Customer's blood glucose at the time of the call was 85 mg/dl. The pump passed the displacement test. Customer was advised to speak with their doctor regarding the low blood glucose, discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, a missing end cap sticker, and minor scratches on the display window.